Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited false elective replacement indicator (eri) alert. The false eri alert was cleared and normal device function was restored. The patient was in stable condition.

Manufacturer narrative:
Correction: d6a - previously mentioned date for the device implant date should be (B)(6) 2015 instead of (B)(6) 2022.